Event description:
The plaintiff's attorney alleged that the pt experienced a sudden cardiopulmonary arrest and subsequently expired as a result of naturalyte and/or granuflo administered for dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products.